Event description:
The customer stated she was advised by her dr to go to the emergency room due to hyperglycemia. The customer stated she had rec'd numerous motor error alarms on the insulin pump during the month preceding the event. Troubleshooting could not be performed because the customer was driving to the hosp during the phone call. The customer was advised to revert to a backup plan of manual injections until a replacement insulin pump could be delivered to her.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.